Event description:
It was reported that an ilet pump became nonfunctional with a black, unresponsive screen despite beeping, did not wake on the charging pad, and required replacement; the user was instructed on water resistance limitations, backup therapy, data sync to the mobile app, and shutdown, and was provided return shipping. Symptoms included no visual display on the device. Outcomes included interruption of normal device use and the need for device replacement and return. Investigation included remote troubleshooting and user education regarding charging, data handling, and return logistics. Investigation of this case revealed a screen/display failure rendering the device inoperable while audio alerts persisted, consistent with a device component malfunction of the display or user interface assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display subsystem with no user error identified.